Event description:
It was reported while using bd threaded cannula interlink¿ leakage occurred at the connection site. The following information was provided by the initial reporter, translated from japanese to english: after using a threaded lock, the hcp found fluid leakage from the connection. After discovering this issue, the hcp attempted to screw it to the end but felt like it was pushed back.

Manufacturer narrative:
H.6. Investigation: two photos and one loose threaded lock component attached to an extension tubing was received and evaluated. No visual defects were observed on the threaded lock. The sample was forwarded to the manufacturing site for an evaluation and leakage testing. A visual/microscopic evaluation was performed on the returned device, no physical or molding defects were observed. No damage was observed to the threads or the micro threads. There were no missing or small damaged to the luer lock ears. The returned device did not display any adverse characteristics that would contribute to the defect the customer experienced. The device and attached extension tubing were given to molding to perform an air water leak test. No leakage was observed. Additionally, the molding department performed a visual examination of the devices and confirmed that no physical damage or molding defects were observed. Probable root cause conclusion: no determined ¿ a root cause cannot be determined in the absence of a unconfirmed defect. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd threaded cannula interlink¿ leakage occurred at the connection site. The following information was provided by the initial reporter, translated from (B)(6) to english: after using a threaded lock, the hcp found fluid leakage from the connection. After discovering this issue, the hcp attempted to screw it to the end but felt like it was pushed back.